Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100724370 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced an infection and erosion at the cuff. A surgical procedure was performed during which the device was explanted and replaced. The patient has history of bladder cancer. There were no device issues, and no additional information was provided.